Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display test failed when the screen was blank upon powering up the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and identified a prior occurrence on (B)(6) 2018 of a blank display which required rework by replacing the power module. No other discrepancies were identified in the DHR and there were no other deviations or non-conformances during the manufacturing process. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler appeared dim and distorted on the top of the screen and blank on the rest of the screen during an unknown phase of their peritoneal dialysis (pd) treatment. The power cord was properly connected into a 3 prong wall outlet which is not shared with any other device. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment on the date of the event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.